Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was reported that the safety mode occurred approximately two months prior to an alert being triggered by the home monitoring system. In addition, high threshold measurements were reported. Technical services (ts) was consulted and it was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. It was reported that the safety mode occurred approximately two months prior to an alert being triggered by the home monitoring system. In addition, high threshold measurements were reported. Technical services (ts) was consulted and it was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.